Manufacturer narrative:
This lead was thoroughly inspected and analyzed upon receipt at our quality assurance laboratory. Visual examination confirmed the lead was slightly curled and twisted at the proximal end. Additionally, the clear medical adhesive was separated at the proximal end of the proximal electrode; the electrode was also stretched in that region. Resistance testing verified the lead was electrically continuous and the conductor coils were properly insulated from one another. A pressure test verified the outer insulation was not breached. The damage to the lead could have been due to twiddler¿s syndrome, which could also cause dislodgement. No damage was noted that appeared consistent with clavicular/first-rib entrapment.

Manufacturer narrative:
This product has been returned and is currently undergoing laboratory analysis. This report will be updated upon its completion.

Event description:
Boston scientific received information that this right ventricular (rv) lead became dislodged and exhibited loss of capture (loc). A revision procedure was performed wherein the lead was explanted and replaced. It was noted the lead appeared to show some signs of twiddler syndrome and subclavian crush. No adverse patient effects were reported.